Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). (B)(6). UDI: (B)(4).